Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, sher-I-bronch, ls, 41 fr, lot # 01l1300385 was manufactured on 11/28/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions can not be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time the defective product is not available, thus it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that both the elbow and the wye connections are loose and will not stay attached. The customer reports that they came apart prior to use and was taped back together.